Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was "close to 400 mg/dl."